Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Recently the patient has attended appointment for programming, however, his performance is not as hoped. No trauma has been reported. Re-implantation is considered.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. Based on received information, diagnostic imaging confirmed a kink in the electrode array, which could be attributable to clinical or surgical reasons and likely affected patient's benefit from the device. The patient was re-implanted with a device with a shorter electrode array configuration. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
Recently the patient has attended appointment for programming, however, his performance is not as hoped. No trauma has been reported. The patient reportedly has only 4 active electrodes in his current map and a kink in the electrode array is confirmed by x-ray. Further implant in situ testing was carried out. Results indicated a functional device and were reportedly consistent with the presence of a kink in the array. Despite requested, no additional information could be retrieved. The patient was re-implanted, on (B)(6) 2016, with a device with a shorter electrode array configuration. It was stated in the device explantation report that the active electrode lead was severed during removal surgery.